Event description:
A false positive advia centaur xp hbsag result was obtained for a patient sample. Repeat testing was performed in duplicate and resulted in positive results. The patient sample was retested again after centrifugation and the results were positive. The patient sample was tested using the advia centaur xp confirmatory assay and the result was confirmed. The patient sample was sent out and tested with an alternate method. The result was non reactive and reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
The cause for the discordant hbsag results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." "Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."